Event description:
During a laparoscopic cholecystectomy the surgeon inserted the endopouch retreival bag into the abdominal cavity and successfully deployed the specimen retrieval pouch. Without touching the string, he withdrew the instrument into the trocar and then pulled on the plunger to withdraw the bag. With the specimen in the bag and the bag opening inside the trocar, the surgeon withdrew the trocar from the abdominal cavity, the distal aspect of the bag perforated and the specimen escaped. The surgeon managed to grasp the speciment before it returned to the abdominal cavity and successfully withdrew it to complete the procedure. No other instruments were used and there were no adverse consequences to the pt.